Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. The p-cap does not lock into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the crack on insulin pump also scratches on the screen it did not turn on. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.